Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed. To address the reported problem, the field service engineer adjusted the vibration-proof ring to address the problem. The device works properly. International UDI: (B)(4).

Event description:
The customer reported noise. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.